Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box shows two call service (B)(4) alarms on (B)(6) 2014. An ¿ezprime¿ sequence and 24 hour duration test were successfully completed with no call service alarms being duplicated. Investigators removed pump cover and there was no evidence of internal moisture or damage to the pcb was observed. The complaint was confirmed in the pump history but not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.